Manufacturer narrative:
Information in this report has previously been submitted via resp. Psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is "asymmetric breast, lateral displaced breast and discomfort." Device evaluation: visual analysis of the returned device identified an opening extended and underweight. A microscopic analysis was performed which identified one sharp edge opening (unidentified tear opening) and wear abrasion near the opening site. This condition was called surgical impact and non-penetrating nicks on the posterior. A dimension measurement in the shell was performed which identified the thickness is within specification. Based on the device analysis the final assessment is one sharp opening due to surgical impact.

Event description:
Healthcare professional reported a left side rupture and "lateral displaced breast and discomfort." Device has been explanted.